Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 600 mg/dl. Customer stated that the insulin pump received recurring no delivery alarm. Customer had tried all the remedies and did not want to troubleshooting for no delivery alarm. Customer stated that they had to change the complete set three time a day just to resolve the issue. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).